Event description:
The customer's parent reported that the insulin pump had alarmed for no delivery of insulin a few times in one night. The blood glucose was initially 161 mg/dl and rose to 293 mg/dl. The customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and the insulin pump alarmed again. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing and stated that insulin did exit. The customer was advised to run a manual prime and stated that insulin did exit. The customer was advised that the alarm was caused by an occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.